Event description:
Complainant alleged that during biomed testing, the device intermittently displays a "discharge fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.